Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2017 with the following findings: review of the black box data revealed records beginning (B)(6) 2017; due to the patient¿s continuous use of the pump, the black box data and pump history for the date of the alleged had been overwritten. Investigation was unable to verify if the user was performing the fill cannula step every time after a prime on the date of the event. On investigation, a rewind, load and prime sequence was successfully performed without error, alarm or warning. The insulin pump clearly displayed the message ¿disconnect infusion set from your body!¿ on the rewind screen and ¿be sure set is disconnected from your body.¿ on the prime screen. The force sensor was evaluated and found to be within required specifications. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. No delivery interruptions or errors, alarms or warnings occurred during testing. Investigation did not confirm nor duplicate the complaint and the pump was found to be operating as intended without malfunction. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 1.7 mmol/l with the associated symptoms of confusion. The patient reportedly provided treatment to self in the form of food and drink consumption. The patients adverse physical event was reportedly due to a prime issue related to the insulin pump. Troubleshooting by animas customer technical support revealed the pump was not priming the infusion set tubing during the load step function; the pump did not skip the load step and the pump did not emit an alarm for no cartridge detected. There was no damage to the pump. During troubleshooting, animas customer technical support discovered the patient had been performing the fill cannula step every time the pump was primed, which was multiples each day using the same infusion set and site. Training/misuse was determined to the cause of the event. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy due to a training/misuse issue.